Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 the total number of events for product classification code ftm is 40. Qty 5- pelvisoft acellular collagen biomesh qty 19- pelvisoft acellular collagen biomesh, 4cm x 7cm qty 8- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 8- pelvisoft acellular collagen biomesh, 8cm x 12cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
(B)(6) 2017 asr.